Manufacturer narrative:
An event regarding damage involving a scorpio insert was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection of the returned device noted damages consistent with misalignment of the insert during assembly. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the root cause of the event was determined to the be related to use error. The returned insert was missing the locking retention wire and showed damages consistent with misalignment of the insert during assembly. The surgical protocol details proper alignment and assembly steps.

Event description:
It is reported by mr. (B)(6), male nurse of the hospital, that during insertion of the inlay the locking wire fell out.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It is reported by mr. (B)(6), male nurse of the hospital, that during insertion of the inlay the locking wire fell out.